Event description:
It was reported that the nail has been broken.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The long nail kit was classified as primary product during investigation. All other returned implants are associated products and will be not considered in the investigation summery. No deviations were found during review of the manufacturing and inspection documents (DHR). The long nail kit returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. Lines of rest are visible on both bridge breakage surfaces; an indication for a fatigue fracture. The lines of rest run from lateral to medial, therefore the nail breakage started at lateral. On both bridges the lines of rest got rougher from approx. The middle to medial and both bridges broke finally in a spontaneous forced fracture; an indication for heavy axial loads. Therefore the nail broke in a mix of a fatigue and forced fracture. The deep bearing points of the lag screw, the heavy damages on the flute edges and the set screw tip and the bent locking screw indicate also that heavy axial loads were applied to the implants for several times. All in all the nail broke due to an overload caused by heavy loads by the patient. Order for patient mobilization and warnings/ precautions regarding post-operative activity level are significant for the fracture healing and included in the IFU. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the nail has been broken.